Event description:
The customer alleges that the elbow connector breaks easily from the side connection to the tube.

Manufacturer narrative:
(B)(4), lot# - 14bt21. The device sample was not returned for evaluation at the time of this report.